Event description:
Procedure: gastrectomy. According to the reporter: staple lines did not form properly. Surgeon had to convert from laparoscopic to open to complete the gastrectomy using suture. Delay in the procedure was more than 30 minutes.

Manufacturer narrative:
(B)(4).